Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, stat dose, ongoing, frequency and duration were not reported), fortum injection (1gm, intraperitoneal, once daily, ongoing, duration was not reported) and fluconazole tablet (200mg, once daily, ongoing, route and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.